Manufacturer narrative:
The device has been returned for evaluation but the evaluation is incomplete on date of this report. A supplemental MDR will be filed upon completion of investigation.

Event description:
A 22 year old male with cardiomyopathy presented for impella support. The user facility reported high purge pressure during use of the device. The pump was removed and an embolectomy was performed to remove residual clot. A new pump was opened and delivered. The patient showed no sign of embolic complications.

Manufacturer narrative:
The investigation into the reported high purge pressure and thrombus has been completed since the original report was filed. The medical center returned the impella products for benchtop analysis. Biomaterial was found in the inlet, outlet and purge gap. The pump was purged and the high purge pressure reproduced. The pump would not run. The catheter was cut by the motor housing and purge fluid exited quickly at the location of the cut. The location of the blockage was isolated to the remaining portion of the pump. The cause of the high purge pressure was biomaterial. The lt log shows multiple suction alarms throughout the case and a rise in purge pressure once the pump is started. The cause of the thrombus was most likely patient condition related based on the provided clinical information. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
H6-medical device problem code, component code, type of investigation, investigation findings, investigation conclusion.